Event description:
Information was received indicating that a smiths cadd-legacy 1 pump displayed error code 1871. There was no reported injury to the patient.

Manufacturer narrative:
Additional information was received on (B)(6) 2019 indicating that the event took place during testing. Device evaluation: one smiths medical cadd legacy pump was returned for analysis in a good condition. During analysis, the reported ec 1871 error could not be duplicated. The pump was run and stopped and did not induce an error. The motor's current draw was measured and found to be high. Service will check all wiring carefully and the motor will be replaced due to high current draw. Based on the evidence, the complaint was not confirmed, and the problem source of the reported event is unknown.